Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 13-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 02-mar-2018 with the following findings: during investigation, the pump was returned with a line through the display. Unrelated to the original complaint, the battery compartment was observed to be cracked.